Manufacturer narrative:
The reason for this revision surgery was the patient's shoulder dislocated. The length of in vivo service was 1.2 months. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Initial or prolonged hospitalization was required. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 138 prior complaints reported against this part; summary of investigations: 20 for infection, 69 for dislocations, 22 for instability and looseness, 20 for infections and others not associated with product issues. This is the first complaint against this lot number. The root cause for the dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient dislocated due to a fall.